Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer's blood glucose value was unknown. Customer was assisted with troubleshooting. The customer stated that the insulin pump was rewinding and turned back on after placing a new battery. Customer was also reported that insulin pump had error message after turning on. The insulin pump will not be returned for analysis.